Event description:
It was reported the left ventricular lead exhibited high impedances. Programming changes were recommended. The patient will be monitored.

Event description:
New information indicated that the lead continued to exhibit high impedance. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).